Event description:
The complaint/event occurred during the week of (B)(6) 2024 and involved a tego® connector. Blood reportedly leaked through the tego when the patient coughed and the catheter clamp was open. There was not an exact number of how many problematic devices were reported, however it was potentially up to 100 pieces. There were no holes, cuts, tears or any defects noted. There was no patient harm reported.

Manufacturer narrative:
The device is not available because the customer discarded it. A review of the device history record is pending.

Manufacturer narrative:
No d1000 product samples, videos or photographs were returned for investigation. The device history report (DHR) was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.